Event description:
A customer reported receiving low glucose results from an abbott diabetes care device. The customer received a lower adc device scan result of 50 mg/dl compared to unspecified blood glucose reading obtained on an adc meter device. It is unknown whether the customer noted a trend arrow on the device. The customer experienced loss of consciousness and was unable to self-treat requiring a third-party to provide condensed milk for treatment. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.